Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel and the auxiliary channel of the subject device tested positive for pseudomonas aeruginosa, klebsiella and maltophilia. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 using peracetic acid. Other detailed information such as the number of microbes was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus repair service center for evaluation. The following were confirmed in the evaluation of the olympus repair service center, however it was unknown that whether following was related to the reported phenomenon. Water remained in the air/water channel. Foreign material existed in the air/watter nozzle. Bending section rubber adhesive cracked. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.